Event description:
Conmed uterine manipulator pieces were detached from the device in pt as it was being removed. All pieces were accounted for. Current lot codes in house: 1111011; 1110251; 1110031; 1107251; 1108312; 1103011; 1106152; 1103291; and 1107121.